Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: the condition of the femoral stem is unknown. It is also unknown if it was implanted to the proper fit and orientation per the surgical technique. Differences in the material properties between the implant and the surrounding bone cause stress concentrations which increase the likelihood of bone fracture in the event of trauma. The most likely cause of this fracture is the fall experienced by the pt. Eval: the device history record was reviewed and found to be conforming to the mfg, inspection, and packaging specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to a periprosthetic fracture after experiencing a fall.